Manufacturer narrative:
The thermogard xp ivtm system (B)(6) was evaluated and serviced at the customer site. The reported complaint of the thermogard system occasionally displaying a tcmid:01 (pump failed) error message was confirmed based on the event log review and during functional testing. The root cause of the reported complaint was a malfunctioning vexta motor assembly, likely due to an overflow of saline into the console caused by a leaking start-up kit (suk) or user mishandling. During further inspection, traces of dried saline were observed on the vexta motor controller printed circuit board assembly. However, no previous event was reported for a leaking suk associated with this thermogard console. During visual inspection of the thermogard console, no physical damage was observed. The event log review showed multiple intermittent occurrences of tcmid:01 (pump failed) error messages, confirming the reported complaint. During functional testing, the thermogard console pump rotor failed to rotate after powering up. The root cause of this issue was the malfunctioning vexta motor assembly, which was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) occasionally displays a tcmid:01 (pump failed) error message. The customer keeps clearing the error message by re-starting the system. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.